Manufacturer narrative:
B4:30apr2021. The service engineer (se) inspected the device and found the data acquisition to motor controller board cable was not full reseated. The se reseated the cable and the issue was resolved.

Event description:
It was reported that when powering on the ventilator there was a "oxygen not available alarm." There was no patient involvement.